Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo showed the catheter was cut by the antimicrobial (am) sleeve and the section had bubbles or blistering. The reported condition was confirmed with the photo provided by the customer. Based on the available information the reported issue could not be attributed to the manufacturing process. The most probable root cause can be considered as a different cleaning agent than recommended was used. No further actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had blistering on the sleeve of the catheter at the exit site. The only portion that was blistered was the portion that was inserted into the patient. The part extruding from the patient did not have blistering. Patient status was asked but was not known.